Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) with pre-syncopal symptoms, weakness and dizziness. An interrogation found high ventricular lead impedance and short ventricle-ventricle (v-v) intervals. It was also reported that the ventricular lead had a possible fracture. It was further reported that the patient is not sure about a lead revision and will discuss at next follow up. The ventricular lead remains in use. No further patient complications have been reported as a result of this event.